Event description:
The customer contacted stryker to report that their device did not recognize the attached electrode tray. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement electrode tray. The original electrode tray was returned to the stryker product assessment center (pac) for evaluation. The pac technician verified the reported issue. The cause the reported issue was determined to be missing data in the electrode tray, component 3321903-008. The electrode tray was archived by stryker.